Manufacturer narrative:
No button error alarmed from the insulin pump. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 73 mg/dl. The customer stated that he received a button error and cannot clear the alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.